Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ syringe had scale marking issues on 2 occasions during use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the ink from the syringe is coming off onto the user's hand. Per phone call: customer bought a kit from "avent" that came with 2 bd syringes where the ink form the syringe is coming off onto the user's hand. The user has used both syringes and not had any hospitalization or injury. She wanted to know if the ink was toxic or if this was a concern. She declined to provide contact information and did not have product information since it came from a commercial kit.